Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A track wise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode this reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) need assistance for 8100 s/n (B)(4) is giving him a check IV set, I suggested to run the analog sensor test by adding the analog sensor test from mater task to the group task. After running the sensor test, it was confirmed that bottle side is ready 4.900 volts and the upper stream sensor need to be replaced. If after replacing the upper stream sensor and still showing check IV set error then I suggested to verify ail assembly, it might be bad and need to be replaced as well. (Note: I ask (B)(6) for his email address but no available email address according to him.)